Event description:
On (B)(6) 2023, hcp reported patient had pdo threads implanted on mid face/ neck area with no complications. (B)(6) 2023, patient contacted hcp to report a pimple on the tip of their nose that had popped out. The patient claimed to have felt the pdo thread when they breathed in, and it eventually came out of their nose. (B)(6) 2023, patient was seen at a follow-up visit. Hcp cleaned the area with chlorhexidine and removed the threads. The area appeared red and irritated with minimal pain, according to hcp. Subsequent follow-up appointments occurred on (B)(6) 2023. The patient received instructions to keep the area cleansed with chlorhexidine and bacitracin as needed. Hcp confirmed that the patient was doing well.